Event description:
It was reported that the irrigation system cover is broken and the tubing pops out during rotation. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.